Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to confirm motor position encoder error alarm due to erased history file. The insulin pump had cracked display window corner, scratched lcd window and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 131 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer performed self test and the insulin pump passed. The customer stated that they found a motor position encoder error alarm in the alarm history. The insulin pump will be returned for analysis.